Event description:
A pt reported experiencing inaccurate high results with a ft meter. The pt's blood glucose results were 147mg/dl (meter) 107mg/dl (lab) tests were done within <10 mins with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.